Manufacturer narrative:
Manufacturing year: 2019. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgeon reported a wound burn that he believed happened during the sculpt phase of the phaco procedure. The density of the lens was average. A suture was placed to close the incision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
H4: correction: in initial report, only the manufacturing year: 2019 was reported. The correct date is 11/11/2019. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.